Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported some difficulties with the curved extension trialysis catheter not flushing well. Additional information received 08/04/2021: placement info: femora.